Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.1, ubd: , UDI#: h3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that logs captured the segfault in qmlguiservice on the date of issue. The corefile was generated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function defaultshaderstoragebufferobject::initialize (). This issue was consistent with the following known software issue. Analysis found that the issue was related to the software. B01, c02, d02 are applicable. H3, h6: no system checkout had been performed. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the system showed an error 64 when the site was attempting to scan the patient. The system was rebooted. The system was able to function for a while before the issue repopulated. There was no impact on patient outcome and the issue caused a less than 1 hour delay.